Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort or charging issues in relation to the ipg being very close to the skin. The physician decided that the patient either needs a revision procedure or an explant.

Event description:
A report was received that the patient was experiencing discomfort or charging issues in relation to the ipg being very close to the skin. The physician decided that the patient either needs a revision procedure or an explant.

Event description:
A report was received that the patient was experiencing discomfort or charging issues in relation to the ipg being very close to the skin. The physician decided that the patient either needs a revision procedure or an explant.

Event description:
A report was received that the patient was experiencing discomfort or charging issues in relation to the ipg being very close to the skin. The physician decided that the patient either needs a revision procedure or an explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model : sc-2218-70, serial/lot : (B)(4)/ 534494, description: linear st lead, 70cm. Model : sc-4316, serial/lot : (B)(4), description: next generation anchor kit-sterile.